Event description:
International complaint received from japan ncc. Customer reports during patient use a "leak" was noted. No reported injury or medical intervention. No additional information available.

Manufacturer narrative:
A request for the return of the device has been made. If it is returned and evaluated, a follow-up report will be submitted. Similar incidents have been received for this product code, 2n3343. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.